Event description:
Customer reported that a bent preclean needle broke when she attempted to adjust it and it caused a leak. She stated it was a small leak on the floor, in a walkway. She states no one was harmed in any way. No discrepant or erroneous pt results were generated.

Manufacturer narrative:
The field service rep determined the broken needle caused the leak and replaced the needle. He installed a new bottle and observed no leaks.